Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device will be returned to zoll for evaluation. At this time, the claim will be closed as no sample returned and will be reopened once the product is received.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.